Event description:
A biomedical engineer reported that a system advisory displayed and the system shut down on its own during a surgical procedure. Following a four minute delay, the case was completed with no impact to the pt.

Manufacturer narrative:
Investigation including root cause is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).